Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "difficult removal of the essure". Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), breast discharge ("hormonal changes ¿ breast leak or discharge"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2010, the patient experienced dental caries ("dental problems (tooth decay)"). In (B)(6) 2016, the patient experienced scar ("other injuries or complications: right fallopian tube cornual region scarring due to essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and fallopian tube disorder ("right fallopian tube cornual region scarring due to essure"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the back pain, menorrhagia, breast discharge, vaginal discharge, fallopian tube disorder, fatigue, gastrointestinal disorder, dental caries and scar outcome was unknown. The reporter considered abdominal pain, back pain, breast discharge, dental caries, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube cornual region scarring due to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event scar was added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "difficult removal of the essure". Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), breast discharge ("hormonal changes ¿ breast leak or discharge"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2010, the patient experienced dental caries ("dental problems (tooth decay)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and fallopian tube disorder ("right fallopian tube cornual region scarring due to essure"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the back pain, menorrhagia, breast discharge, vaginal discharge, fallopian tube disorder, fatigue, gastrointestinal disorder and dental caries outcome was unknown. The reporter considered abdominal pain, back pain, breast discharge, dental caries, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right fallopian tube cornual region scarring due to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added - menorrhagia, fatigue, gastrointestinal disorder, breast leak or discharge, dental carries, vaginal discharge, abdominal pain, back pain, right fallopian tube cornual region scarring due to essure. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. On 4-apr-2018: medical records received. Event added - difficult removal of the essure.follow up 1(pfs) and 2(mr) processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device difficult to use "difficult removal of the essure". Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), breast discharge ("hormonal changes ¿ breast leak or discharge"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2010, the patient experienced dental caries ("dental problems (tooth decay)"). In (B)(6) 2016, the patient experienced the first episode of fallopian tube disorder ("other injuries or complications: right fallopian tube cornual region scarring due to essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and the second episode of fallopian tube disorder ("right fallopian tube cornual region scarring due to essure"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage had resolved and the back pain, menorrhagia, breast discharge, vaginal discharge, the last episode of fallopian tube disorder, fatigue, gastrointestinal disorder and dental caries outcome was unknown. The reporter considered abdominal pain, back pain, breast discharge, dental caries, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of fallopian tube disorder and the second episode of fallopian tube disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (on (B)(6) 2016 she underwent a procedure to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.